Event description:
It was reported that a device has a constant downstream occlusion alarm, it was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant downstream occlusion alarm caused by a failed downstream sensor. Also the current reading from the downstream sensor with a fluid filled IV set, as well as the downstream pressure plate gap were not within specification. The downstream sensor was replaced.